Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
In cssd after the case, the handle did not lock when broach was engaged. No affect to the patient.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A two-year search of the complaint database did not identify a trend for this product code. The lot number was reported as j0210, which indicates a manufacture date of february of 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.